Manufacturer narrative:
No alarms, timeouts, nor drive stalls were observed in the data. No damages were observed to the device that would cause a failure to deliver insulin.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) high blood glucose (bg) levels of 21.8 mmol/l (392.4 mg/dl) and vomiting, while wearing the pod on the arm. The pod was removed and the cannula was noted to be bent. At the hospital, the patient was monitored and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.